Event description:
It was reported that the patient was brought into the clinic for diagnostic testing after inappropriate pacing spikes were observed on an electrocardiogram during a follow up. X-ray revealed that the atrial lead was dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced on (B)(6) 2015. The patient was discharged post procedure with no complications and no additional follow up required.

Manufacturer narrative:
(B)(4).